Event description:
As reported by the user facility: reports the set was leaking chemo from the upper middle y-site while infusing on the pump. This led to a chemo spill.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). One used space pump IV set, without the original packaging, was received for evaluation. The set was subjected to an air pressure (leakage) test according to specification. Leakage was observed from the top of the piston on the middle y-valve injection site. The set was then subjected to a second air pressure test, with the additional condition of accessing the pistons of the y-valve injection sites with a syringe. No leakages were observed when tested under this condition. The middle y-valve injection site that leaked during initial testing was then cut apart. It was observed that the snap ring of the valve was not fully engaged to the valve rigid top, and there also appeared to be damage on the rigid valve top. Without the lot number, a thorough evaluation could not be performed. Based on the results of this investigation, no definitive conclusions can be made regarding the cause of the reported event. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.